Manufacturer narrative:
(B)(4). Product surveillance spoke with the nurse (rn) who stated that the issue has been taken care of and that the home patient (hp) is continuing therapy without issue. The nurse further verified that the hp is aware of proper procedures. No allegations were made against any of the hp?s dialysis products. No further information was provided. An engineering quality review was completed for this report of user error. The reported condition was not confirmed in the lab due to lack of product sample. A batch review was not performed because lot information was unknown. Based on the information obtained from baxter's investigation, the root cause of the incident was mis-use. The patient connected the wrong bags to the heater and last fills lines. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
During troubleshooting for a related report, the home patient (hp) stated she found the white clamp was closed on the supply bag. The hp stated she had opened the clamp and restarted the prime. The hp stated she also found clamp closed the on the blue line. The hp further stated the red clamp line and the blue clamp line had bags attached and she realized she connected the wrong lines to the bags. The technical service representative (tsr) tried to stop the hp from disconnecting the bags; however the hp set the phone down and disconnected one line from the bag and connected the bag to a different line. The tsr advised the hp the setup was compromised and instructed the hp to discard the supplies and start over with new supplies. There was no patient injury or medical intervention.